Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that after an impella cp was placed. Stat echocardiogram in the catheterization lab revealed the impella was aiming toward the mitral structures. Multiple attempts to reposition were unsuccessful. It was further reported that the 63-year-old male patient developed oozing from the access site. The 14 french peel away sheath was left in place due to the patient's large body habitus and deep tissue tract. Hematoma was noted after the procedure. Manual pressure held for 15 minutes and the site was soft. Blood products were administered. However, care was ultimately withdrawn. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation of access site bleeding and positioning issues has been completed. Based on data logs and clinical description, the root cause of positioning issue was most likely patient condition. The root cause of access site bleeding was most likely due to patient condition.